Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became hot to the touch during wear on the waist, prompting replacement, and blood glucose was not affected. Symptoms included localized device-generated heat without reported injury. Outcomes included replacement of the device and instructions provided to shut down the pump, return the original using a supplied shipping label, and complete setup on the replacement, with continued cgm use via dexcom app or receiver. Investigation included customer interview and verification of shipping and return logistics. Investigation of this device did not revealed a device thermal complaint without associated alarms or blood glucose impact, consistent with a suspected internal hardware or battery-related thermal condition. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to hardware.